Manufacturer narrative:
Concomitant medical products: product ID :37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger would not turn on and the buttons on the recharger were sticking in since 2-3 days ago. Pt mentioned they were not hearing the "clicking sound" inside the recharger that they normally hear(even when the recharger is depleted). The patient's ins had depleted completely and the patient was no longer receiving therapeutic relief because they could not charge their ins because the recharger was not working. An email was sent to the repair department to replace the recharger.